Event description:
Device malfunction: suture mislocation. Symptoms/ ae: lower limb ischemia, occlusion. Time of symptoms/ ae: one day after vessel closure. It was reported that a physician trained in the use the perclose proglide device achieved arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, the next day symptoms of lower limb ischemia developed. A doppler ultrasound revealed that the vessel was occluded. During surgical revascularization, it was noted that the suture was attached to the back wall of the vessel. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The proglide instructions for use (IFU) state, under special patient populations section, "the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site."